Event description:
The customer contacted stryker to report that their device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
After the unrelated repairs were completed, the device passed all functional and performance testing and was returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
Third party service agent evaluated the customer device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.